Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in over 6 months. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be pending to address this situation.

Event description:
It was reported that the patient underwent surgical intervention to replace their scs ipg on (B)(6) 2019. Stimulation therapy was restored postoperatively.